Event description:
On (B)(6) 2026, a patient underwent a recanalization procedure using the crosser iq catheter. During the procedure, in a pop case, the catheter tip was allegedly detached after fifteen seconds passing through the guidewire but still attached to the core wire. The procedure was completed using another catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.